Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir had an air bubbles. The blood glucose level was 123 mg/dl. Customer stated that the in his insulin vial had bubble inside. Customer stated that they were having issues with an air bubbles keep coming into the reservoir when trying to fill the reservoir with insulin. The reservoir will return for the analysis.